Manufacturer narrative:
Device evaluation: device was not returned.

Event description:
It was reported that during inspection conducted at the user facility prior to the start of a surgical procedure, the outer coating on the front and sleeves of the gown appears to have come away from the backing material, as well as thinning and tearing of the outer layer. There was no patient involvement, no delay, no medical intervention, and no adverse consequences with this event.

Event description:
It was reported that during inspection conducted at the user facility prior to the start of a surgical procedure, the outer coating on the front and sleeves of the gown appears to have come away from the backing material, as well as thinning and tearing of the outer layer. There was no patient involvement, no delay, no medical intervention, and no adverse consequences with this event.

Event description:
It was reported that during inspection conducted at the user facility prior to the start of a surgical procedure, the outer coating on the front and sleeves of the gown appears to have come away from the backing material, as well as thinning and tearing of the outer layer. There was no patient involvement, no delay, no medical intervention, and no adverse consequences with this event.